Manufacturer narrative:
The test strips were evaluated in qa and read an average of 7mg/dl high out of spec. Retention reagent gave satisfactory performance.

Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips.no adverse events were alleged.the test strips are to be returned for evaluation, as exposure to moisture can cause high test results.replacement test strips were sent to the customer.